Manufacturer narrative:
Final analysis found that the bond of insulation was damaged at the proximal end of the ring electrode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a lead repositioning procedure, it was noted that the lead exhibited an insulation anomaly. The lead was explanted.